Manufacturer narrative:
(B)(4). The unit p-cap / test reservoir locked in place properly. The pump was received with a blank display due to cracked battery tube threads and a cracked case behind the pump at the battery compartment causing the battery tube to become loose and the test battery cap not making contact with the battery tube. The battery tube assembly was pushed back into the right position, monitored and no blank display noted. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and battery tube assembly noted. Debris noted on battery tube assembly. The following were noted during visual inspection: minor scratches on lcd window, missing display window cover, scratched case, cracked case (battery tube) and cracked battery tube threads. In summary, customer alleged cosmetic damage confirmed. Blank display was confirmed during analysis due to broken/loose battery tube assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated summary: information received from medtronic indicated the insulin pump had crack at the battery compartment. Also, blank display was observed in the pump during analysis. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was advised to discontinue the use of the pump. The insulin pump was returned for analysis.